Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2015, to report on behalf of the patients mother an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient care specialist did not report injury or medical intervention.